Manufacturer narrative:
(B)(4). Evaluation conclusions: failure to follow instructions (undersizing). Known inherent risk of a procedure (endoleak). Off-label, unapproved, or contraindicated use (pre-implant rupture). Device failure related to patient condition (short proximal neck).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. This case was done emergently due to imminent aneurysm rupture. The aortic neck was 26 mm at the renals, and 28 mm just proximal to the aneurysm. The proximal neck length was 15 mm. The iliac arteries were 16 ¿ 14 mm in diameter bilaterally, and the femoral arteries were 10 mm in diameter. It was reported that a proximal type I endoleak was discovered on post-operative day 1. This was treated with a 28x28x49 endurant cuff and a 25x25x49 endurant cuff, which resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. The physician stated that the cause of the proximal type I endoleak may be related to a short proximal aortic neck.